Event description:
An insulin drip was started on a patient early in the morning. Less than 2 hours later, the nurse noticed that the insulin bag (250ml bag) was almost empty. Other staff witnessed that the pump was set to run at 0.02units/kg/hr which made the rate 3.2ml/hr. The pump was setup properly by primary nurse, and all connections were noted to be secure. The insulin was immediately stopped, but the chamber was still dripping. The pump was not accurately infusing the amount ordered and continued to infuse even when turned off. A new alaris brain and pump were placed and noted to be infusing appropriately.